Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a check heater line alarm that occurred on the homechoice (hc) unit during fill 1. The technical service representative (tsr) instructed the hp with troubleshooting. The hp stated that there were some air bubbles in the heater line. The tsr assisted the hp to complete a manual drain to flush out the air bubbles. The hp stated the alarm returned. The hp stated, she pulled down on the tubes from the side of the hc and pressed go but the alarm still returned. The tsr assisted the hp to end therapy. The hp confirmed she would start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check heater line alarm with air bubbles that occurred during fill 1. The report was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.